Event description:
Device returned with no valid oss or clinical data. A medtronic removed product information report indicates that the device was removed prior to cremation. Device was not able to interrogate upon receiving the device.

Event description:
Device returned with no valid oos or clinical data. A medtronic removed product information report indicates that the device was removed prior to cremation. Device was not able to interrogate upon receiving the device.